Event description:
It was reported that stent damage occurred requiring additional intervention. The 80% stenosed target lesion was located in the mildly tortuous and mildly calcified right coronary artery. A 2.75 x 28 synergy drug-eluting stent (des) was advanced for treatment. However, during advancing, resistance was felt and some stent distortion at the proximal end was noted. Another 2.75x32 synergy des was deployed to cover the distortion and the procedure was completed. There were no patient complications reported.

Manufacturer narrative:
Initial reporter address 1: (B)(6).